Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise has been observed on both atrial and right ventricular leads, and that pocket manipulation elicits noise on the electrogram and oversensing. It was questioned whether fracture could be the cause for this. In addition, the physician indicated that intervention would take place to further investigate the issue. Both atrial and right ventricular leads remain in use. Follow-up has yielded no further information. No patient complications have been reported as a result of this event.